Manufacturer narrative:
H3 and h6. Evaluation codes: updated. One device was received. Per visual inspection, the dso seal has bubble, uso seal is worn. The reported problem was duplicated during functional testing. The root cause was a bad dso sensor. Replace the dso sensor to correct reported problem. Replaced dso sensor, dso seal, dso bezel, uso seal, keypad, overlay gray, rear label, side label. The device passed all functional tests after the repair. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Event description:
It was reported that the device had a downstream occlusion error. The event occurred during testing. There was no physical damage reported. There was no patient involvement, and no harm/adverse event was reported.

Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.